Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are dealing with a burning sensation when charging the implanted neurostimulator. Patient stated their back is burning real bad and the skin around the area is getting irritated. Patient also stated the paddle is getting hot. When asked for event date, patient stated it has been burning for a long time and has been getting worse to the point where they don't even want to use the device anymore. A request was sent to the repair department to replace the recharger.